Event description:
It was reported that the catheter and tip were defective with a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: they refer from the service: "at the time of verifying the catheter to channel the patient, it is observed to be defective, "flowered".

Manufacturer narrative:
H.6. Investigation: one photo of the unit label was received by our quality team. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no photos of the defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Based on the quality team's investigation, the root cause of this incident cannot be determined h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter and tip were defective with a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: they refer from the service: "at the time of verifying the catheter to channel the patient, it is observed to be defective, "flowered".